Event description:
It was reported that when the surgeon removed the probe, it cracked and approx 5 inches of the probe remained in the patient. An incision and removal procedure was completed and all of the remaining probe was successfully removed.

Manufacturer narrative:
Device was not received by the manufacturer for evaluation. If the device is received, a follow up report will be filed.